Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving multiple shocks for ventricular tachycardia (vt). Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) indicated it shocked into a shorted lead condition from the device administering a shock when there was a low out of range shock impedance measurement from the right ventricular (rv) lead. Subsequently the patient was admitted to the hospital and a replacement procedure was performed where the ICD and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory evidence of arcing was noted on the casing. Review of the device memory noted that on the day prior to the reported issue, a 41 joule, biphasic shock was attempted and delivered into a shocking impedance of less than 20 ohms. Analysis determined the damage to be induced in the field. It was also noted that the device was retuned with severed leads.